Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image when the monitor was turned on, and after a while, it returned to normal. The issue occurred during preparation for use for an unspecified procedure, which was completed using the same equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the investigation results, the reported malfunction could not be reproduced; therefore, a definitive root cause could not be determined the following is included in the instructions for use (IFU): the operating instructions describe the combination equipment. Safety precautions ¦ combinable devices this product should be used in combination with the surrounding devices listed in "system diagram" on page 321. When used in combination with other devices, the device may not only be functioning normally but may also damage the device or damage the patient or user. Olympus will continue to monitor field performance for this device.